Manufacturer narrative:
Continuation of d10: ddpa2d1 ICD implanted: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to an outside hospital admission (osh) for an infection a month after a device changeout. Wound cultures were taken and were positive for klebsiella pneumoniae. The patient was treated with cefepime with dialysis and outpatient device replacement was planned. Approximately, a month later the patient presented to another osh after a fall and worsening mental status was noted. A head computerized tomography (CT) demonstrated no acute abnormality. Exposed device hardware was observed, and the patient was treated with meropenem and vancomycin. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.